Event description:
It was reported that bd insyte autog bc needle prematurely retracted before use. The following information was provided by the initial reporter: needle retracted on its own, button not pushed before inserted into skin.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of premature needle retraction could not be confirmed from the condition of the sample that was provided for investigation. The unit package for an 18g insyte autoguard was the only item provided for investigation. The insyte autoguard device was not returned. The reported issue could not be confirmed from the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.